Event description:
A pt reported blood glucose results of "296 mg/dl and 172 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.